Manufacturer narrative:
Investigation summary- catalog 442021. Batch no. 5086826. Customer reported a leakage issue. Photo of an inoculated bottle with a cap seal issue was received. Bd was unable to reproduce customer¿s experience with the bactec product for leakage defect. Satisfactory results were obtained from retention samples when visually inspected. Vacuum draw was performed with satisfactory results. In addition, five (5) samples were randomly selected, and inspected for any damage and no issues were observed. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based photos received. A technical assessment was conducted to determine whether the optima capper machine and the cap vision system experienced any mechanical issues or breakdowns on the manufacturing date of the referenced batch. Review of breakdown and incident reports confirmed that no problems related to this issue were reported on that date. The investigation also verified that preventive maintenance for both the optima capper machine and the cap vision system was completed on schedule. However, evaluation of production reports indicated several seal-related issues. During these events, adjustments to the cap rail speed were performed online, and additional adjustments were made to correct poor seals at several sealing stations. Prior to each lot¿s manufacturing process, the capper sealing and spinning sections are evaluated, and technicians perform cap seal verifications during every run. Product insert states prior to use; the user should examine the vials for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. On rare occasions, a vial may not be sealed sufficiently. The contents of the vials may leak or spill, especially if the vial is inverted. If the vial has been inoculated, treat the leak or spill with caution, as pathogenic organisms/agents may be present. Before discarding, sterilize all inoculated vials by autoclaving. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) blood leaked from one bottle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) blood leaked from one bottle. No adverse impact was reported regarding the patient or user.